Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rear drive sprocket required an adjustment. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the imaging system would not move, and issues were noted with the drive wheels. Further information was unavailable. This issue was noted outside of procedure and there was no patient present when this issue was observed.